Manufacturer narrative:
This report is submitted on may 04, 2017, by cochlear ltd. On behalf of cochlear americas. Registration number (B)(4). Exemption number (B)(4).

Event description:
Per the clinic, the patient developed a (B)(6) infection in 2016 (specific month and date not reported) and subsequently was treated with a topical antibiotic.